Manufacturer narrative:
An event regarding an alleged dislocation involving a trident 0° x3 insert (liner) 36mm was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient dislocated after primary revision for a squeaking ceramic hip. On (B)(6) 2015: the sales rep advised that the patient dislocated due to a massive amount of soft tissue surrounding the joint. The soft tissue was removed and the patient had an mdm insert implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocated after primary revision for a squeaking ceramic hip. On (B)(6) 2015: the sales rep advised that the patient dislocated due to a massive amount of soft tissue surrounding the joint. The soft tissue was removed and the patient had an mdm insert implanted.